Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. The system is magnetic resonance (mr) unsafe.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple intermittent temperature alarms occurred. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was approximately 170 mg/dl.